Event description:
It was reported a small particle of white coating came off of the powerseal energy device during a therapeutic total laparoscopic hysterectomy. The particle from the device was retrieved from the patient at the end of the procedure using laparoscopic forceps. The procedure was prolonged 1-2 minutes and completed with another device. No patient harm was reported. The patient's current condition is reported as stable.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device evaluation was performed and the customer's allegation was not confirmed. The reported malfunction could not be replicated and no other issues were identified. There were no components missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported a small particle of white coating came off of the powerseal energy device during a therapeutic total laparoscopic hysterectomy. The particle from the device was retrieved from the patient at the end of the procedure using laparoscopic forceps. The procedure was prolonged 1-2 minutes and completed with another device. No patient harm was reported. The patient's current condition is reported as stable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.